Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. It was reported that the device was returned without an alleged complaint. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. 2. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic gastric sleeve procedure, in multiple firings, the three reloads stopped firing during the middle. The devices got excessive tissue warning when it was not excessive when applied to the gastric tissue, which caused misfiring. The procedure had to be changed to a gastric roux en y. Resulting in tissue loss and more than one inch incision extension. The surgery was also extended for more than thirty minutes.

Manufacturer narrative:
Concomitant medical products: sigtrsb60axt (sigtrsb60axt 60mm xtr thk reinforced rel, lot number: n2b0005y); sigphandle (sig power sigphandle handle, serial number: unknown); unk-sigadapt (unknown signia egia adapter, serial number: unknown); sigpshell (sig power sigpshell control shell, lot number: unknown); sig45axt (tri 2.0 sig45axt 45 xtra thk 15mm, lot number: n4c0361y); sig45axt (tri 2.0 sig45axt 45 xtra thk 15mm, lot number: n2b0221y); sig45axt (tri 2.0 sig45axt 45 xtra thk 15mm, lot number: n1f0857y); sigtrs45axt (tri 2.0 sigtrs45axt 45 xtra thk 15mm, lot number: unknown); sig45axt (tri 2.0 sig45axt 45 xtra thk 15mm, lot number: n2c0737y); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.